Event description:
An unspecified error message was reported with the abbott diabetes care (adc) device. The customer was therefore unable to obtain sensor readings. As a result, the customer experienced nausea, vomiting, and confusion and was unable to self-treat, requiring third-party administration of unspecified treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) and reader (B)(6) have been returned and investigated. Visual inspection was performed on the reader and no issues were observed. Visual inspection was performed on the returned sensor, no issues were observed on sensor patch. Sensor state 7 with event code 11, 224, 227 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with sensor tail lost contact with interstitial fluid due to sensor is dislodged but remains at on-body. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. The returned sensor was paired with the returned reader for a communication test. The returned reader successfully communicated with the returned sensor. A scan timeout error message was not observed. An extended investigation was performed on the returned reader and returned sensor and no physical damage was observed. Attempted to communicate returned sensor with returned reader, communication was successful and did not observe scan timeout error message. To further confirm the functionality of the returned sensor, the returned sensor was de-cased and a functionality test was performed. A smu (source measurement unit) and a poise voltage test was performed and all results were within specification. The communication between returned sensor and returned reader is an indication that there was no issue with the returned products. And the passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. A DHR (device history review) for the fs libre reader was reviewed and the DHR showed the fs libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.